Manufacturer narrative:
Eval results - a visual inspection of the returned prod shows one haptic is bent on the lens. There is clear surgical residue on the lens. Conclusions - no conclusion can be drawn. Based on the complaint history and eval of the returned prod, a specific root cause of the event could not be determined at this time. It should be noted that the cartridge and injector were not returned for eval.

Event description:
The reporter stated that the surgeon was advancing a three piece collamer lens in the cartridge and noticed the haptic was bent. No pt contact.